Event description:
The physician observed a subacute cardiac perforation. A significant change in pacing and sensing parameters were noted. The patient complained of chest pain. X-ray and echo showed lead migration beyond the cardiac silhouette. The lead was explanted and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.